Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".

Event description:
It was reported that the needle retracts on its own, leaving only the plastic catheter, which makes it impossible to use.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: during the analysis of this complaint, the lot histories, nonconformance records, and corrective maintenance records were reviewed, and no records were identified that could be associated with the reported defect. Additionally, since this complaint does not include samples or photos, it was not possible to confirm the customer¿s report. Based on the investigation conducted to date, it was not possible to determine a root cause for this complaint.